Event description:
Customer reported a low blood glucose level in the 50¿s mg/dl. Cause was not known. Reportedly, customer had a seizure and emergency medical services transported the customer to the emergency room by. Customer declined follow up from tandem technical support. No additional information was provided.